Manufacturer narrative:
(B) (4) - other, lens did not inject properly - (B) (4).

Event description:
The reporter indicated the surgeon attempted to insert an aq2015a silicone aspheric three piece lens but the lens did not inject properly. There was no patient contact. The facility was unable to provide any additional information. If additional information is received, a supplemental medwatch will be submitted.